Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/13/2023, it was reported by a sales representative via email that (2) ar-2372blo knotless ac tightrope buttons fell off after they were through the clavicle but not yet into the coracoid. This was discovered during an ac joint reconstruction procedure. Both implants had to be cut and removed from the patient. No additional incision was needed. A third implant was opened and before inserting it, the surgeon ensured the inner rod was tightly screwed into the pec button. The surgeon was able to complete more than one complete turn on the driver and tested the implant before insertion. The button stayed firmly affixed. Implant was contained by the sutures and they were able to clamp it before cutting the sutures to retrieve it. Correct, we used another ar-2372blo to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.